Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had not recharged their neurostimulator for at least a month (he "forgot") and the device was unable to be interrogated. He also had tenderness around the device site. The neurostimulator was explanted. The pt recovered without sequelae. If additional information is received, a follow-up report will be sent.